Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (resets during pulse delivery) was confirmed due to contamination on the pins of pca jumper j1000, j1003bb, and on the pcb near q3 throughout the ca board. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was resetting during pulse delivery.